Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested the instrument for failure analysis investigation but at this time the instrument has not been returned. Additionally, the root cause of the event cannot be determined. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted during the support call and confirmed a stapler failure with a curved-tip stapler 30 instrument sn: (B)(4). A review of the instrument logs was performed on (B)(6) 2020 for procedure on (B)(6) 2020 on system sk2290. The curved-tip stapler 30 instrument pn: 470530-08 // ln: t10190809-0089 had 39 of 50 uses remaining. While none of the reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against the instruments. An isi advanced failure analyst (afa) engineer conducted review of the stapler log. Logs showed that curved-tip stapler instrument pn 470530-08, lot t10190809-0089 had a firing failure with a white reload on the first stapler install. The clamp that preceded the firing failure was completed. The firing failed almost immediately at 0.5% completion so no blade would have been exposed and no staples would have been formed. The firing failure error message displayed on the monitor will always indicate that a blade may be exposed whether or not it is actually exposed. When a firing failure occurs, the user facing message instructs the user to unclamp the instrument via the foot pedal; the unclamp is user initiated. Logs show that the unclamp was completed. The logs also support that the srk was not used. An isi clinical development engineer (cde) review was conducted. The firing process failed at the 0.5% mark. Once the firing process begins, the user cannot do anything to stop it. If the system indicated that unclamping was successful but the stapler jaws could still not be opened, then the user should have used the srk to completely open the jaws before removing the instrument. This complaint is being reported due to the following conclusion: it was alleged that there was a failure to fully unclamp the jaws of an endowrist curved-tip stapler 30 instrument when commanded by the system.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy procedure, there was an issue with a curved-tip stapler 30 instrument. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they had removed the stapler from the artery to the lobe. The customer said that they clamped and tried to fire but the stapler did not start to fire; they did not get the progress bar and did not see any stapler in tissue after removing the stapler. The site said they did not use the stapler release kit (srk) to open the jaws, but the surgeon was able to slide the tissue out of the jaws manually. After the stapler was removed from tissue, the site noticed bleeding where the stapler had been clamped. The customer applied compression and pressure to control bleeding while they waited for a new stapler to come to the operating room. The procedure was completed with no reported injury. On 01-dec-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a left pulmonary segmentectomy, as the surgeon attempted to fire a curved-tip stapler 30 instrument with a white reload on a branch of the pulmonary artery (pa), the instrument failed to fire upon the first attempt to use it. The surgeon held the blue pedal for compression and, according to the surgeon, there was zero progress across the progress bar. When the surgeon pressed the yellow pedal to fire, a blade exposed system error presented on the screen with zero percent fire. It was reported that no staples came out at all and that there was no tissue stuck on the reload . According to the surgeon, the instrument had not clamped all the way tight; the instrument jaws were open a couple of millimeters. When the surgeon went to fully unclamp the instrument from the pa vessel branch, the jaws would not fully release. A stapler release kit (srk) was not attempted. The surgeon allegedly, wiggled the instrument a little and slid the vessel out. In doing so, the surgeon damaged the vessel resulting in minimal bleeding that was quickly controlled with compression and snow (a fibrous clotting material / clotting agent). There was less than 50cc of bleeding. No blood transfusion was required. Although bleeding had been controlled at that point, the surgeon used a vessel sealer instrument to seal the affected area. No sutures or other medical intervention were required and there was no report of excised tissue/vessel. A backup curved-tip stapler 30 was applied. The procedure completed robotically with no report of patient injury. The patients status was reported as good.